Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 seating tools zimmer dental abutments are seated with the 1.25mm standard hex tool, latchlock hex tool, or the spectra-cone seating tool. The use of a prosthetic torque wrench is recommended to ensure optimum torque when placing the abutment or abutment screw. When using the latchlock hex tool, operate at 25rpm or less with a maximum torque of 30ncm. A probable root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable.

Manufacturer narrative:
Device has yet to be returned to the manufacture for evaluation.

Event description:
The doctor reported that the patient was presented with loose restoration on (B)(6) 2017. The doctor accessed the abutment screw (1537) and discovered that it was fractured. They were unable to remove the fractured screw from the unknown implant and the implant will now have to be removed. The surgery will be performed by another clinician.